Event description:
A male with a previous history of alcoholic cirrhosis underwent aaa repair in 2008. One main body and two iliac leg grafts were placed. The patient's anatomical form was determined to be suitable for this repair. During the procedure, an antihypertensive drug was introduced. The procedure went as labeled. The morning after the operation the pt complained of stomach pain and discharge blood through the night. CT showed that main blood vessels were open. Angiography was not performed. Close follow up was performed. On eight days later, it was noted the pt had expired without the exact cause being known. The physician commented that the wondered if there was some stress from invasive operation.

Manufacturer narrative:
Event eval: still under investigation.